Event description:
Customer reported that a pyxis medstation es system unexpectedly produced burning smell. Customer reported that a small silica gel package was found on top of the device's communication cube. Patient involvement was not reported. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es system unexpectedly produced burning smell. Customer reported that a small silica gel package was found on top of the device's communication cube. Patient involvement was not reported. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A field service technician evaluated the device and confirmed the silica package ignited by being exposed to the heat of the communication cube. The field service technician reported several wires being affected by the flame. The communication cube, four matrix door controllers and an auxiliary bus were replaced to resolve the issue. Customer confirmed device is operational.

Event description:
It was reported by the customer that a pyxis medstation es system located in patient pharmacy produced a burning smell. Customer stated that they found a little white silicone packet on the top of the communication cube. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, d9, e3, g6, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-jul-2020 to 29- jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medstation had a burning smell. The field service engineer found silica package was ignited, the wires were burnt and replaced four matrix door controllers, an auxiliary bus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.